Manufacturer narrative:
The manufacturer is still waiting for the arrival of the deivce.

Event description:
On (B)(6) 2017, the user reported a flow issue with two infusion pumps: "we have 2 that are not working, they are not pulling the fluid from the bags to infuse. Issue noticed last week. Patients treatment did not infuse. Pump did not alarm and it appeared pump was infusing ,2nd pump tried and same issue-injury ". No patient injury or harm occured in this case. No specific event date was provided by the user.

Manufacturer narrative:
The user-reported flow issue was not confirmed. Zyno medical performed testing on the device on (B)(6) 2017. No failure was detected, and the device performed within all specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00280).